Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was not booting. Upon troubleshooting, the rse found that the host pc was not booting up automatically and only able to boot up by manually pressing the frontside button on pc itself. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host-pc connectors needed to be reseated. To resolve the issue, the fse reseated the host pc connectors. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.